Event description:
It was reported to philips that a pin on the battery pca was bent. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The j2 connector was missing (broken off the pca).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a pin on the battery pca was bent. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.